Event description:
It was reported to boston scientific corporation that a gemini retrieval basket was used during a transurethral lithotripsy (tul) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the sheath became detached from the handle causing the basket not to open and close. The device did not detach inside the patient. It was reported that there was a stone in the basket at the time of the event. The procedure was successfully completed with another gemini retrieval basket. The patients' condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
A visual assessment was performed on the returned gemini retrieval basket. The basket was closed when received. The sheath was buckled and torn near the distal end of the black strain relief. A functional evaluation was performed. When the handle was actuated, the basket would not open. The wire sub assembly was kinked at the distal end of the handle cannula. The basket wires were all present and attached; the basket wires were kinked/bent. A device history record (DHR) review was performed which revealed no issues related to the complaint. Therefore, the most probable root cause for this complaint is operational/physiological context.